Manufacturer narrative:
The MFR's svc rep performed an on site investigation. The svc rep was unable to fix the key switch remotely. No further info is available. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that they can screen on the 7900 system without the key being turned on. No pt injury was reported.